Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter broke away from the luer connector at the end of the catheter where the inserted luer stops just inside the silicone catheter. The catheter had been in place for approximately one year. The user repaired the end of the catheter by attaching a new luer. It was reported that the patient got peritonitis on (B)(6) 2013. However the user stated that the peritonitis was most likely not related to the catheter as the patient would have developed the peritonitis much sooner. The user did not provide a lot number. No harm or injury was reported.